Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 115mg/dl at the time of incident. Troubleshooting found that the pump keypad buttons are not responsive and the pump alarmed stuck button. Customer indicated that they took out the pump battery again and replaced it and the pump appears to be working. Customer was advised to monitor the pump and call back if any further issues.